Event description:
During an ercp procedure, the physician inserted a wilson-cook tracer metro wire guide into a catheter that has a metal tip. Resistance in advancing the wire guide was encountered by the user. When the wire guide was removed, the coating of the wire guide was damaged near the distal end. No pt injury was reported.